Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. Avs review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch # 2024168-2017-00941]. Av implemented mitigations to address this issue and corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Correction: the starclose se device was removed and manual arterial compression was applied to achieve hemostasis. The physician is reportedly trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 6fr sheath artery a percutaneous transluminal angioplasty of the superficial femoral artery. Reportedly, when depressing the starclose se plunger, the vessel locator wings did not open. The physician had started to split the sheath under fluoroscopy and detected that the vessel locator wings were not open. The proglide device was removed and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The patient is doing well. The physician is reportedly trained in the use of the proglide device. No additional information was provided.